Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this device and associated leads developed bacterial endocarditis. The patient was to undergo a system explant. Subsequent information confirmed that the entire system was explanted. The hospital retained possession of the system. It is unknown if the products will be returned.